Event description:
The MFR rep reported the pt had not used the neurostimulator for several months. The rep performed a physician mode recharge, but after 60 minutes the neurostimulator was still not charged. Due to time limitations, the pt was sent home to do a second physician mode recharge. The pt reported they were able to recharge at home following the second physician mode recharge. The pt later return to the physician's office in a device overdischarged state again. No patient injury was noted due to the depletion of the battery.

Manufacturer narrative:
.